Manufacturer narrative:
Approximate age of device: 11 months. Additional information was requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient resided at a skilled nursing facility and was found unresponsive. The patient was transported to the emergency room and arrived at an unspecified time. When the vad coordinator arrived in the ER, the patient had expired, the driveline was not properly inserted into the system controller, and the system controller was in the sleep mode. The details on the time and cause of death were unknown. The vad coordinator stated she was told that no device alarms were sounding; however, she noted multiple low flow indications on the history screen. The log file was submitted to the manufacturer and was reviewed by technical services. The log file covered a period of 18 days from (B)(6) 2015 to (B)(6) 2015. From (B)(6) 2015 to (B)(6) 2015 the only events captured were routine power cable disconnects and a few pulsatility index events. On (B)(6) 2015, at 1852, the first low flow event was captured and the log file continues to have numerous low flow events until the file ends at 0025 on (B)(6) 2015. At 2340 the patient was switched from power module to battery power. At 0024 the power cable was disconnected; there was no external power. The emergency backup battery (ebb) was then operating the pump. At 0025 the ebb was still operating the pump until the driveline was disconnected from the system controller. The pump maintained the set speed throughout the entire log file until the driveline was disconnected. Throughout the entire log file, the system controller¿s internal fault log shows normal system controller operation. The pump will not be returned for evaluation and an autopsy will not be performed. No further information was provided.

Manufacturer narrative:
Patient weight is (B)(6). A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported decrease in calculated flow could not be conclusively determined. The instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.